Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07275. It was reported the pt had the scs system turned off since february due to ineffective stimulation. Recently the pt reported the stimulation turned on by itself at full strength. In addition, the pt reported when she changes positions the stimulation seems to turn on. It was reported surgical intervention was to be undertaken at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.